Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 18mm mechanical valve was implanted and explanted during the same procedure. Post operative echocardiogram showed that one leaflet was not opening. The device was replaced with another valve. No additional adverse patient effects were reported.